Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7868095.

Event description:
It was reported one of the patient's s1 drg leads migrated. The patient underwent surgical intervention wherein the lead was explanted. Effective therapy was established postoperatively.